Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the battery indicator of this pacemaker displayed an estimated longevity of 1.5 years with a magnet rate of 90 pacing pulses per minute during a scheduled follow-up. It then dropped to less than 6 months after completing the follow-up even though no programming changes were made. Boston scientific technical services (ts) discussed how the device calculates the longevity and the gas gauge presentation. Ts also suggested to have the disk analyzed. Data analysis later showed that a small decrease in the ventricular impedance caused the bin to switch thus causing the longevity estimate to drop to less than 6 months. No inappropriate battery depletion was noted. Ts advised to have the device closely monitored. No adverse patient effects were reported. The device remains in service.